Manufacturer narrative:
The lead has been returned for analysis. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Additional information was received that this lead was explanted and replaced due to the confirmed dislodgement. No adverse patient effects other than the additional procedure were reported.

Event description:
Boston scientific received information that this right atrial lead was suspected to have dislodged. A chest x ray was going to be taken to fully assess the lead, and a lead revision was scheduled for the near future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.